Event description:
Additional information received indicates that the leads were replaced due to the patient experienced ineffective therapy due to high impedance on the leads. Reportedly, good coverage was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00509. It was reported that surgical intervention took place on (B)(6) 2023 wherein the leads were explanted and replaced with new leads for an unknown reason.